Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation at this time. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A distributor reported an issue with an unknown port. The port experienced a complete disconnection in two separate locations. This is believed to be the result of a "typical pinch off syndrome." The distal portion of the device was found to be "floating" in the patient's heart. The patient required intervention by a radiologist in order to retrieve the fragment. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation at this time.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. However, the customer supplied images of the port, catheter tubing (proximal end only, no picture of distal end) and blue boot connector. In addition x-ray images were provided. Evaluation of pictures provided confirmed that the catheter tubing fractured due to repeated flex failure as evidence by crushed/pinched and jagged catheter end. The x-ray images show that this catheter tubing failure location occurred at junction between rib and clavicle. Root cause of the catheter tubing fracture is pinch-off syndrome. The separation of the tubing just distal to the blue boot connector cannot be determined via pictures but is likely a cut of the tubing during explant procedure. The customer's reported complaint description of catheter tubing fracture is confirmed via images provided. Based on catheter fracture location and crushed/pinched nature of tubing failure the root cause of the catheter fracture is pinch-off syndrome. This is cautioned in the dfu and is an anticipated procedural complication for sub-clavian placed port devices. A review of the device history records was performed for the last three lots shipped to the customer six months prior to the event for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with this item number, contains the following statements: - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).